Manufacturer narrative:
The product investigation was completed. Device investigation details: it was confirmed that the issue was not duplicated after connecting the octaray back for remap. The system is ready for use. In addition, an investigation was initiated by the manufacturer to investigate the issue. The logs were requested in order to investigate the issue but no data was received. Issue could not be investigated. The manufacturing record evaluation was performed on carto 3 #34289, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto 3 system and while using an ablation catheter, the medical team had lost visualization of the catheter and there was a map shift on the carto. No errors in error list. Catheter visualization did not return immediately after pulse field ablation (pfa). When it eventually reappeared, it was outside of the left atrium (la) body. The map never shifted back until post mapping began. The patient did not move or cough prior to the map shift. There was no cardioversion performed. The procedure continued. No patient consequences were reported.